Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they received hardware low level failure alarm and cleared alarm. It was reported that they had received hardware low level failure during self test. The customer was advised verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.